Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece was pulsating and the motor drive unit was shuddering. A second hand piece was used with the motor drive unit to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the reported symptom that the machine shudders was not verified. The unit ran for ten minutes with no issues. Internal inspection revealed no loose hardware or electrical connections. Full performance verification confirmed the unit's proper operation. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.